Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h4, h11.

Event description:
The following was reported to hamilton medical ag: biomed reported nurse attempted to give 100% oxygen on vent but was unable due to malfunction. Biomed isn't trained on the ventilator and requested on-site service for the unit. No patient harm or consequences.

Event description:
The following was reported to hamilton medical ag: biomed reported nurse attempted to give 100% oxygen on vent but was unable due to malfunction. Biomed isn't trained on the ventilator and requested on-site service for the unit. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).